Event description:
Update from the customer: the issue occurred during reprocessing.

Manufacturer narrative:
Updated fields: a2, a4, a5, a6, b5, b6, b7, h2, h3, h4, h6. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established due to no device problem found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchoscope had a communication error b30 (scope communication error). There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.